Event description:
It was reported that the patient had not had stimulation in over ten years, and no longer had a managing healthcare provider (hcp). She had problems with her stimulator. The patient believed something had broken in it because her feet and hands were numb and she had extreme pain in the back. She never had back problems before and she was not walking right and was all over the place. She went to the emergency room (ER) and sat there for 5 hours but could not take sitting there anymore so she went back home. The patient wanted to have the system removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# l45883, implanted: (B)(6) 1997, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1997, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of therapy and a loss of stimulation. The patient's back was "giving lots of problems." This was considered a sudden change in therapy or symptoms. The patient followed-up with their health care facility, but could not find a doctor to service or replace the unit. The stimulation system issue was not resolved.